Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications at the time, when the item was produced. The visual inspection confirms a wrong additional label on the box. The internal investigation shows that a human error in the logistic department is the reason for the wrong additional label. We herewith confirm that this is a single case. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
It was reported that the standard label was provided with the article number 128-792/01 diameter 32 12/14 s and the additional label with the article number 128-791/02 diameter 28 12/14 m.